Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: if the tip used is laparoscopic tip please indicate how many units of airless spray tip came with the original packaging? 3. What is the product code of the laparoscopic tip? Vstl35. What is the lot number of the laparoscopic tip? Unknown. Is the device available to be returned for evaluation? No. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Batch review for final assembled vstas1 lot#2451938: the manufacturing date for the final assembled vstas1 is jun 08¿13, 2019. The expiration date for the batch is jun 08, 2022. Batch review for final assembled vstas1 lot#2488284: the manufacturing date for the final assembled vstas1 is jul 25 ~aug 1, 2019. The expiration date for the batch is jul 25, 2022.

Event description:
It was reported that a patient underwent a robotic inguinal hernia procedure on (B)(6) 2020 and a fibrin sealant preparation device was used. During the procedure the luer lock would not open, and the tip would not twist. As a consequence, the laparoscopic applicator could not be attached. The surgeon had to use a clamping device to eventually get the tip on to the device and the procedure was completed with no patient consequences. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/19/2021. One device with dual applicator attached, with no white spray tips, were returned. The gray luer locks on the adapter and the white luer lock component with ethicon branding on the spray and drip tip showed signs of damage from the user. The evaluator was able to remove the spray and drip tip from the adapter with their hands with minimal effort. No tools were needed to remove the tip. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.